Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24089247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2426-0007 and lot#: 24089247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 2426-0007, batch number#: 24089247. It was reported by customer that bd alaris pump infusion set#: 2426-0007 broke after the pump but before the roller clamp spilling saline all over the nurse and the floor. Tubing manufacturing looks to have failed. Tubing slides easily in and out of where it is supposed to be fused. Rcc received a complaint via phone. Bd alaris pump infusion set#: 2426-0007 broke after the pump but before the roller clamp spilling saline all over the nurse and the floor. Tubing manufacturing looks to have failed. Tubing slides easily in and out of where it is supposed to be fused. Lot#: 24089247.